Event description:
Blood glucose results of 447, 306 and 290 mg/dl with a lifescan meter, performed within 11-20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than 20% and/or less than 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.